Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to an occlusion issue. The patient was treated with a correction bolus via the pump.